Manufacturer narrative:
Pending investigation

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2017. Approximately 4 years and 4 months after the initial procedure the patient had a left knee revision to remove and replace the tibial inserts and to swap out all polyethylene components. The surgeon found the tibial inserts and other polyethylene components had significant wear, flaking and were very thin. Revision surgery findings included irritation and inflammation of surrounding tissue and ligaments. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening. The reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.